Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2020-48144. It was reported the patient's leads were found to have migrated via x-ray results. In turn, the patient's leads were explanted and replaced. The patient's physician also electively explanted and replaced the patient's ipg.